Manufacturer narrative:
Concomitant product(s): model: d314drg, ICD; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a care alert when the svc coil impedance exceeded the programmed trigger of >100 ohms. Also noted was a rise in the rv coil defib impedance as well as the a rise in the rv threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.